Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have stuck grips that would not allow it to open or close. Components adjacent to this stuck grip do not show damage. The grips do not show cracking damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the tip of the force bipolar instrument went to a 90-degree angle. The tip could not be realigned to remove the instrument from the trocar. The customer completed the case with the same instrument. There were no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the customer and received the following additional information: port sizes were not increased in order to remove the instrument and cannula together. The instrument did not have any collisions during the procedure.